Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non sustained rv oversensing. Review of egms revealed possible myopotential oversensing. Provocative testing and programming changes were recommended. Device remains implanted.